Event description:
Physician stated the tip of the xtract catheter created a dissection.

Manufacturer narrative:
Physician shared this information to the director of clinical affairs and education during a visit between (B)(4), 2010. The adverse event occurred before this time frame.